Event description:
It was reported that the pt hears an intermittent hiss and pop with his speech processor on since (B)(6) 2011. All the external components have been changed but the situation didn't change. Testing carried out on the device showed that the impedances have increased. X-ray result was normal.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.